Event description:
A customer reported during a photocoagulation procedure the laser "presented low potency". The procedure was completed using the same system with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).